Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction) evaluation, conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
The rca vessel was stented during the index procedure. Approximately 3.5 months post procedure, revascularization was carried out with one endeavor sprint drug-eluting stent implanted in the lad and two endeavor sprint drug-eluting stents implanted in the rca. Approximately 6 months post procedure, patient suffered myocardial infarction with revascularization of the lad and rca using cutting balloon. Approximately 12 months post procedure, revascularization of the lad and rca using three other brand stents was performed. Approximately 16 months post procedure, patient suffered myocardial infarction with revascularization of the lad using another brand stent.